Event description:
During the procedure, a cook disposable hemostasis clip was used to clip a bleed. When the doctor wanted to deploy the clip [onto the tissue site], the clip wouldn't open back up [release from the tissue site] so that the device could be removed from the endoscope. The doctor wiggled it around and they were able to successfully deploy the clip. They were then able to remove the device from the endoscope and the procedure was completed with the device in question. No section of the device other than the clip remained inside the patient's body. The patient did not require any add'l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Instruction for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective actions: corrective action is not warranted at this time based on the quality engineering risk assesment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.